Event description:
During arthroscopic meniscal repair, two fast-fix implants experienced suture breakage. Two implants remained in pt. Procedure was completed using additional fast-fix devices with minimal delay. It was reported that no pt injury or medical complications resulted.